Manufacturer narrative:
Note: reporter did not know what lot number was initially used on patient. Secondary lot number reported: y01312501. Manufacturer narrative: an examination of the returned used device 2001m-c found that there were burn marks on the pad connected to the white cord. There was also burn marks on the cord itself. Could not confirm the lot number as they sent two different packages with different lot numbers and only one device was returned. Root cause cannot be determined, however, based upon evaluation of the device, review of IFU; a possible cause of this event could be failure to follow product instructions may result in patient burns. A device history record (DHR) review found no abnormalities that would contribute to this reported event. (B)(4). Per the instructions for use, the user is advised to not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns. Use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 2001m-c, adult/child: 10kg. Radiotranelectrode, physiocontrolquikcombo, was being used during a resuscitation procedure on (B)(6) 2025 when it was reported, ¿defibrillator pads burned/smoking. Scalded patient and failed to defibrillate. Replaced pads and functioned correctly. 2 lots used, unsure as to which lot had issue. Patient status deceased.¿. Further assessment found that this was a resuscitation event. The burn was discovered immediately after pulling back the gown during the event. The burn was not evaluated as the patient was deceased. The burn occurred on the chest/upper abdomen. The reporter has stated that after defibrillation "we had return of spontaneous circulation briefly." As for a connection between device and patient death, reporter stated they are "unsure" and added, "we were unable to resuscitate this patient in a timely manner. The patient was in a shockable arrhythmia, hence why defibrillation was used. If we would have been able to shock the patient out of the rhythm sooner, it may have changed the outcome of the resuscitation event, but that is speculative, and I cannot specifically say that this would have changed the outcome." The first set of pads had 7 defibrillations used while CPR was being performed on the patient. It is likely that patient movement was occurring. This report is being raised due to advisement of patient death.

Manufacturer narrative:
Note: reporter did not know what lot number was initially used on patient. Secondary lot number reported: y01312501 manufacturer narrative: the reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 2001m-c, adult/child=10kg radiotranelectrode, physiocontrolquikcombo, was being used during a resuscitation procedure on (B)(6) 2025 when it was reported, ¿defibrillator pads burned/smoking. Scalded patient and failed to defibrillate. Replaced pads and functioned correctly. 2 lots used, unsure as to which lot had issue. Patient status deceased.¿. Further assessment found that this was a resuscitation event. The burn was discovered immediately after pulling back the gown during the event. The burn was not evaluated as the patient was deceased. The burn occurred on the chest/upper abdomen. The reporter has stated that after defibrillation "we had return of spontaneous circulation briefly." As for a connection between device and patient death, reporter stated they are "unsure" and added, "we were unable to resuscitate this patient in a timely manner. The patient was in a shockable arrhythmia, hence why defibrillation was used. If we would have been able to shock the patient out of the rhythm sooner, it may have changed the outcome of the resuscitation event, but that is speculative, and I cannot specifically say that this would have changed the outcome." The first set of pads had 7 defibrillations used while CPR was being performed on the patient. It is likely that patient movement was occurring. This report is being raised due to advisement of patient death.